Event description:
It was reported that the patient presented to the hospital. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The issue was resolved upon re-interrogation. There were no adverse consequences to the patient.